Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that he is supposed to be on group a pt mentioned he has complex regional pain syndrome (crps) in both feet. At night he will put the controller on the bedside table and verify it is on group a. When he wakes up the controller "jumps tracks" pt clarified his program is changed to group c and his feet are burning and stim is up to 6.8 - pt stated this has been happening since a year ago pss suggested that pt consult with healthcare provider (hcp)/ reps to have his ins / programming checked the patient was redirected to their healthcare provider to further address the issue.